Event description:
It was reported that during a 2-level anterior cervical discectomy and fusion (acdf) procedure, the clip pulled out of the plate while inserting the last screw. The plate and screws were removed. The surgeon used new plate and new screws to complete the procedure. This is 2 of 2 reports for the same event number (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports the 6 parts of the same were received; five screws without any damages, except some normal signs of usage and one damaged. On the damage screw, the thread flanks are flattened, the anodization layer at the cone is worn and there are deformations at the between the flanges visible usage. This particular screw was used in the hole where the clip was completely deformed. The relevant dimensions of the flanges of this screw were measured and were out of specification. The inner diameter of the flanges at the bottom were within specification but at the top measured too wide. This and the deformations between the flanges are indications that the flanges were widened during the screw insertion by excessive forces. This explains why the outer dimensions are out of specification. The flattened thread flanks are also an indication for an excessive contact with the plate. A mechanical overload by an undue angle of the screw during the insertion caused the damage at the screw and at the clip of the plate. However, this complaint is indeterminate from a manufacturing standpoint as the dimensions at the screw head of the damaged screw could not be verified. The lot number is unknown therefore a review of the device history record could not be completed. Product development event evaluation reveals, due to the damage to the clips, correlation to a manufacturing issued could not be determined. There are markings on the screws, underside of the plate, and two of the clips at one end indicating the angulations during usage may have been slightly beyond design capabilities.